Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v514033, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; (B)(4) applies to lead (lot# v514033) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Hcp said the patient had a broken lead in the past that may have occurred in (B)(6) 2012 (per device records), but the hcp was unable to verify. No patient symptoms and no further complications have been reported as a result of this event.